Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was over 600 mg/dl, under 300 mg/dl, 400 mg/dl, 346 mg/dl, 421 mg/dl at the time of incident and the current blood glucose level was 217 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump and manual injection for high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they had not contacted their health care professional regarding the high blood glucose. Customer did not allege pump was under delivering. Customer states the drive support cap appears normal. Customer unable to troubleshooting insulin pump because customer threw out the batteries and needed to find them again. The insulin pump will not be returned for analysis.